Event description:
It was reported by the patient's attorney that as a result of having the product implanted the patient has experienced pain, dyspareunia, bladder infections and required additional surgical intervention.